Manufacturer narrative:
(B)(4): evaluation revealed that the ok and up arrow symbols were worn but the keypad rubber was intact. Evaluation revealed that the contrast, up arrow and ok buttons were intermittently unresponsive and the down arrow responded appropriately. There was evidence of keypad contamination found under the key contacts and the buttons do not spring back or click normally. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok and contrast keypad buttons were intermittently unresponsive. The reporter noted the up arrow button was dented and worn. The reporter denied trauma or moisture exposure to the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.